Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vison valve was chosen for aortic stenosis using a large flexnav delivery system. The length of the membranous septum was 5.1mm. The patient had a pre-existing right bundle branch block (rbbb) ,qrs 171ms. The valve was successfully implanted at a depth of 3mm. The patient remained in rbbb and was kept for monitoring of rhythm. After the procedure, a pacemaker was implanted in the patient. The patient was reported stable and doing well.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to patient condition (pre-existing right bundle branch block). The reported hospitalization and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.